Manufacturer narrative:
Field service engineer (fse) went on-site to evaluate the reported issue and to gather the logs for the time of the reported event. The involved intellivue mp30 was tested by customer's biomed who found the device to be working as intended. A visual inspection and physical troubleshooting was performed by the fse and no trouble was found as well. The logs were forwarded to product support engineering (pse) for further evaluation. Pse found that the customer was using a old central station as only red alarms were logged, however, no trouble was found. During testing the device was found to be working as intended. The exact cause for the reported issue remains unknown.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, not available at time of report.

Event description:
The customer reported that the screen of the intellivue mp30 went blank when a patient was on cardiac arrest and died.